Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Two patient samples were returned for in-house testing. Specificity testing was done using an in-house retained kit of lot 20611fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20611fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for four patient samples when testing was performed with architect sars-cov-2 igm, lot 20611fn00 in comparison to negative results obtained with epitope (elisa) method. The four samples also returned positive results using the architect igg assay. Testing was performed for the two returned patient samples using the 6r87 igm assay, the 6r86 igg assay and the 6s60 igg ii quant assay. Positive igm results were obtained for the samples which aligned with the customers observation (sample 2 = 37.69 index and sample 3 = 2.44 index). Positive igg results were obtained for both samples. Both samples tested positive with the igg ii quant assay. In this case, no information was provided in relation to date since symptom onset. A direct comparison should not be made between the architect sars-cov-2 igm assay epitope elisa assay as both assays utilizes different test principles. The architect sars-cov-2 igm assay utilizes chemiluminescent microparticle immunoassay (cmia) technology whereas the epitope elisa assay utilizes the enzyme linked immunosorbent assay technique. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 20611fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported false positive architect sars-cov-2 igm results for multiple patients. The following data was provided (sars cov-2 igm cutoff: < 1.00 s/c = negative, >/= 1.00 s/c = positive): sample 1 = architect sars-cov-2 igg = 1.33 s/c (negative); architect sars-cov-2 igm = 1.12 s/c (positive); epitope (elisa) = 0.39 index (cutoff: 1.00 index with a grayzone = 0.9 ¿ 1.10 index) (negative). Sample 2 = architect sars-cov-2 igg = 6.25 s/c (positive); architect sars-cov-2 igm = 37.61 s/c (positive); epitope (elisa) = 0.79 index (negative); pcr method = negative. Sample 3 = architect sars-cov-2-igg = 4.01 s/c (positive); architect sars-cov-2 igm = 2.05 s/c (positive); epitope (elisa) = 0.43 index (negative); pcr method = negative. Sample 4 = architect sars-cov-2-igg = 4.20 s/c (positive), architect sars-cov-2 igm = 1.61 s/c (positive), epitope (elisa) = 0.68 index (negative). There was no impact to patient management reported.